Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old asian female patient underwent a primary breast augmentation surgery with implantation of a 150cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient experienced pain and hardening of her right breast which she suspected to have been caused by a deflated right breast implant. Upon an in-office visit with a medical professional, she was diagnosed with a deflated right breast implant. As a result, the patient underwent bilateral removal and replacement with 215cc mentor memorygel breast implants on (B)(6) 2022.

Manufacturer narrative:
On october 18, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had a tear of 0.2 cm within crease/fold on the anterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation in a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).